Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer over-bolused on a correction bolus delivery and had a low blood glucose reading between 30 mg/dl and 35 mg/dl, but the caller could not remember exactly. The paramedics were called. The customer was seizing and fell down. The caller stated that by the time the paramedics arrived the customer's blood glucose was beginning to recover. The caller stated that they were on the road at the time of the event but they were not I an accident. The caller also mentioned that the customer experienced a lot of lost sensor alert. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.